Event description:
It was reported that during the procedure, the tip of the unit snapped inside the patient. A second unit was used to retrieve it. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable issue of unexpected medical intervention.